Manufacturer narrative:
The 8578 catheter (lot number n084334).

Manufacturer narrative:
Product ID 8578, lot# n084334, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type accessory product ID 8709, lot# l65392, implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type catheter, (B)(4).

Event description:
It was reported that the patient suffered a fall and subsequent withdrawal and underdose symptoms. A dye study revealed a fracture close to the entry point or around t12. A new catheter and pump were implanted. The surgeon tied off the old catheter at the pump site. The pump was replaced to avoid the patient needing another surgery in a year. The patient status was reported as ¿alive - no injury/no adverse event¿. The device system was used to deliver dilaudid.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the returned catheter segments revealed that segment #1 had no significant anomaly - acceptable testing and segment #2 had no significant anomaly - sc connector had coring-tears-cuts in seal; no leak seen in lab. It was noted that the broken portion was not returned. The previously reported conclusion code of 54 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.